Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient had started therapy full. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. A review of the event history log verified the occurrence of a high drain volume alarm. The high drain volume alarm verifies the occurrence of the reported problem of an increased intra-peritoneal volume (iipv) event. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. During the sample evaluation, an external and internal visual inspection revealed no issues. The device was tested and passed both the return instrument test/evaluation (rite) functional test and rite electrical test. The device's pneumatic system was tested and all pressures were correct and stable. A short simulated therapy was performed and was completed successfully. Upon conclusion of the evaluation, the cause was determined to be insufficient drain, false empty detect, and use error; the initial drain alarm setting was inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.